Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-jul-2022 to 26- jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple mini drawers failed. A field service engineer reseated the cables, adjusted drawer's front side panel and restarted the station to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system had multiple drawer failures while a patient was on the table. There was a delay to patient care about 30 minutes, but they were able to retrieve the medications from another station. The delayed medications were propofol, fentanyl, versed, ketamine and dilaudid. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident determined that multiple mini drawers were failed. A field service engineer reseated the cables, adjusted drawer's front side panel and restarted the station to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system had multiple drawer failures during patient was on the table. The customer mentioned that there was a delay to patient care about 30 minutes, but they were able to retrieve the medications from another station and no harm done to the patient. The delayed medications were propofol, fentanyl, versed, ketamine and dilaudid. There were no adverse events or injuries reported based on this event.